Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 52.3cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, the device snapped into two pieces while sliding the monorail section over wire. Subsequently, he detached portion was pulled off the wire. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, the device snapped into two pieces while sliding the monorail section over wire. Subsequently, he detached portion was pulled off the wire. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.